Event description:
During preparation of a paroxysmal atrial fibrillation a polarsheath was selected for use. During insertion the sheath showed air in the flushing port. After a few aspirations, the issue was not solved. Replacement of the sheath solved the issue. No patient complications occurred. The device is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. A visible tear was observed in the center of the polarsheath hemostatic valve. The device also failed all functional leak testing, with a leak in the pressure decay test, air in the flush line during the aspiration test and dropping pressure while pressurized. The polarsheath handle was disassembled to find the area where the leak occurred. Analysis found a leak coming from the hemostatic valve at the proximal end. The tear in the hemostatic valve resulted in the polarsheath leaking. There appeared to be no issues with the valve puncture and valve slits as they were aligned and centered in the valve. The tear is believed to have occurred from normal use during the procedure as no defects were found that would have contributed to the valve tearing.

Event description:
During preparation of a paroxysmal atrial fibrillation a polarsheath was selected for use. During insertion the sheath showed air in the flushing port. After a few aspirations, the issue was not solved. Replacement of the sheath solved the issue. No patient complications occurred. The device is expected to return for analysis.